Event description:
It was reported that the camera head presented flickering image issues. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged camera unit, cable unit disconnection and lost water tightness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering image issues were caused by faulty damaged camera unit and due to disconnection in cable unit, the switches did not work and water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.